Manufacturer narrative:
Device eval summary: device eval of battery charger (B)(4) has been completed. The reported problem (charger power connector problem) was confirmed. Upon receipt, the charger would not power on. The cause of the problem was a damaged connector on the power supply brick. The root cause of the damaged connector cannot be positively determined. The charger was otherwise fully functional. No adverse event resulted from the defective power supply brick. The pt received a replacement battery charger.

Event description:
A (B)(6) old male pt contacted zoll lifecor customer support service to report that the battery charger's connector came out of the charger base. The pt was provided with a replacement battery charger.